Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly and the coil windings were offset. The introducer sheath appeared to have contrast inside the distal tip of the introducer sheath. Conclusions: evaluation of the returned device revealed that the podj introducer sheath had an unknown material inside the distal tip of the introducer sheath. Further evaluation revealed that the embolization coil windings were offset inside the introducer sheath. This type of damage likely occurred during forceful advancement against resistance. The distal tip of the introducer sheath was cut off and the unknown material inside the introducer sheath appeared to be contrast. While attempting to get the embolization coil out of its sheath, the embolization coil was unintentionally detached by the penumbra investigator. Therefore, the root cause of the podj inability to be advanced through the non-penumbra microcatheter could not be determined. The kinks were likely incidental and may have occurred while packaging the device for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podj's). During the procedure, the physician deployed and detached initial ruby coils into the patient using a non-penumbra microcatheter. While attempting to advance a new podj through the microcatheter, the physician encountered resistance and was unable to advance the coil further. The physician then adjusted the microcatheter and made another attempt to advance the coil but was unsuccessful. Therefore, the podj was removed and the procedure was completed using the same microcatheter and additional ruby coils. There was no report of an adverse effect to the patient.